Event description:
Customer called reporting a crack on her insulin pump's screen. Customer's blood glucose is 140 mg/dl. She stated she bumped into a wall. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.